Event description:
It was reported that the flange on the trach was broken. The event occurred on either (B)(6)2024 during use on the patient. The product was either contaminated or contained a biohazard or chemotherapeutic agent. It is unclear whether there was a delay in therapy. It is unknown if an adverse event took place. There was no medication being used with this product. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One unit was received for evaluation in used condition. During visual inspection a clean cut in the flange loop was observed. No other defects were identified. Based on the geometry of the cut (clean/straight), the complaint device was used against the instructions in the instructions for use. Based on this information, the defect is observed but cannot be attributed to the manufacturing process.